Event description:
Ous MDR - after an implantation period of about 3 weeks, impedance values > 3000 ohm were reported. During the follow up the physician decided to monitor the patient closer. The lead remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.